Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the day of the event, the patient was suddenly unable to walk properly and was incoherent. It was not reported what the cgm was displaying during this time. Friends called 911. When emergency medical services arrived, the bg was 40 mg/dl and the cgm value at that moment was not reported. The symptomatic hypoglycemia was treated with an IV line with glucose and the patient recovered after 30 minutes. The patient was reportedly okay and was able to go home. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.